Event description:
A report was received that a patient was experiencing redness below the pocket site. The patient underwent a procedure to clean out the pocket site and relocate the ipg due to possible infection. No signs of infection were found during the procedure. The patient was prescribed oral antibiotics and is reportedly doing well.